Manufacturer narrative:
This report represents an separate event which occurred with the device involved in mw 1643264-2016-00202.

Event description:
It was reported the lens integrated system wifi version screen required multiple connection attempts to display correctly and briefly lost video display. Procedure was completed with the same device. No patient injury or complications were reported.

Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. Complaint of losing video display could not be reproduced. All functions performed as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.